Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported detachment of device (shaft separation) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported shaft detachment appears to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, moderately tortuous, 90% stenosed, mid left anterior descending artery. Pre-dilatation was performed on the lesion. After pre-dilatation, the 2.5 x 15 mm xience prime stent delivery system was advanced through the guiding catheter at which time the proximal shaft broke into two pieces. There was no reported resistance felt during advancement through the guiding catheter. The device was retrieved without issue. A new 2.5 x 15 mm xience prime stent delivery system was advanced with ease through the guiding catheter and deployed successfully with no further issues noted. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.